Event description:
A tech reported a micro perforation on the posterior side of the arcuate cut occurred during the laser portion of cataract surgery. There was no medical intervention and the surgery was completed. Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported issue. The field service engineer (fse) indicated that there was no problem with the treatment and that he had verified all depths and pt interface settings and was not able to reproduce any type of variation or deviation in the cut dimension. Based on available info, a root cause could not be determined. (B)(4).